Event description:
It was reported that during implant attempt, the atrial lead dislodged three times, and there was positioning/fixation difficulty. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found, proximal conductor blood/body fluid (not obstructed), outer insluation breached cut, and damaged at implant.